Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd angiocath IV catheter 24ga 0.75in experienced c catheter that broke/separated from the hub during use. The following information was provided by the initial reporter: customer reported hub separation. After catheter placement, hcp tried to withdraw the needle, then the hub was separated. The hcp thus withdrew both the catheter and the needle.

Event description:
It was reported that the bd angiocath IV catheter 24ga 0.75in experienced c catheter that broke/separated from the hub during use. The following information was provided by the initial reporter: customer reported hub separation. After catheter placement, hcp tried to withdraw the needle, then the hub was separated. The hcp thus withdrew both the catheter and the needle.

Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge angiocath unit from lot 7300966 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the cannula same off the hub. It appeared that the hub was without glue. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the application of adhesive to the inside of the barrel.